Event description:
It was reported that the patient complained of pectoral stimulation. Sensing and capture could not be verified. An x-ray confirmed that the ventricular lead had dislodged and drawn back into the subclavian vein. The pocket was opened and the suture sleeve was found intact and secured to the tissue, but the lead had slid through it. Twiddler's syndrome was suspected. The lead was removed, the ventricular port was plugged and the system was programmed aai.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.